Event description:
End user reported that when he was going up a ramp, to get on a bus, his (B)(4) power chair accelerated, causing him to hit his footrest on one of the other wheelchairs, breaking one of the front rigging pins. End user sustained a cut to his right leg, no medical intervention sought. MDR filed.